Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for follow up. High capture threshold and loss of sensing were observed due to a dislodged lead. Lead was explanted and replaced. Patient is doing well.